Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with the patient¿s onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) (year not clear). The patient does not take medications to manage his diabetes. It is not known if the patient made changes to his usual management routine due to the reported issue. About 10 minutes after the start of the alleged issue, the reporter claimed the patient felt symptoms of sleepy, tired and shaking. The patient reportedly took more food and/ or drink and, also, took glucose tablets/ glucose gel as treatment. The reporter denied the patient tested with another device. The cca was not able to walk the reporter through proper troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the reporter claimed the patient developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.